Event description:
It was reported that aviator screw backed out of vertebral body of c6 on a two level construct from c4-c6, and the spring bar at that level, on only one side, was protruding anteriorly from the plate. The screw that had backed out was on the same side where the spring bar was compromised. Surgeon removed portion of compromised spring bar with snaps, and the screw at same location with screwdriver. The remaining five screws and plate were removed without incident with aviator removal driver.

Manufacturer narrative:
Method: risk assessment; labeling review; additional document review. Results: no part was returned for visual examination. The patient was not reported to have fallen or engaged in unusual activity. A revision surgery resulted because the patient was not fused at c6-7 and this is the likely cause of the screw backout. Conclusion: the device was not returned for evaluation. The likely cause of the screw back out was determined to be the patient not being fused at c6-7.

Event description:
It was reported that aviator screw backed out of vertebral body of c6 on a two level construct from c4-c6, and the spring bar at that level, on only one side, was protruding anteriorly from the plate. The screw that had backed out was on the same side where the spring bar was compromised. Surgeon removed portion of compromised spring bar with snaps, and the screw at same location with screwdriver. The remaining five screws and plate were removed without incident with aviator removal driver.